Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise due to a fracture of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the distal conductor was fractured, distorted and stretched. The proximal conductor was distorted and stretched. All conductors had blood/body fluid (not obstructed). The outer insulation was kinked buckled, had cosmetic environmental stress cracking, was breached cut, had a cosmetic depression and had a white substance on it. The tip electrode also had a white substance on it. The lead was stretched and visual analysis noted that it was unable to be determined where the anchor sleeve was located.